Event description:
The customer reported that the mx800 monitor did not alarm an spo2 alarm and a pt died.

Manufacturer narrative:
(B)(4): the customer reported that the mx800 monitor did not alarm an spo2 alarm and a pt died. This complaint was deemed reportable due to the fact that the customer alleges the mx800 monitor was a factor in a pt's death due to the fact the monitor did not alarm an spo2 vital alarm. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.